Event description:
It was reported the end user developed irritation of peristomal skin on the right lower quadrant of the abdomen, directly under the skin barrier. The end user sought treatment from a physician and was issued a prescription for clotrimazole cream to be applied topically to the affected area. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information be available a follow-up report will be submitted.